Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation of the actual device could be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: the angio-seal suture came undone, or it broke when the md withdrew the device to manually tamp. They were able to trouble shoot and manually tamp down the collagen. The procedure outcome was successful. It was reported the patient was checked on (B)(6) 2017 and the patient was stable with no complications. Additional information was received on (B)(6) 2017. There was no blood loss. There were no other devices or equipment being used with the reported device. The scrub person said it broke off from the inside.